Manufacturer narrative:
Findings: no cracks noted on display window, however unit was received with a cracked and bleeding lcd glass. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 52 mg/dl. The customer reported that there is crack in case and pump was not bumped or dropped. The customer stated crack is seen on display. The customer doesn't how damage happened. Customer was advised that the device would be replaced and agreed to return the product for analysis.